Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's technical service center to report an increased intra-peritoneal volume (iipv) event with the homechoice (hc) machine during drain 6 of 6. Per the initial report, the patient drained 5332ml. The largest prescribed fill volume was 3000ml. After draining 5332ml, the hc then went to fill. Product surveillance contacted the nurse on (B)(6) 2010. The nurse was not aware of the patient's excessive drain, however, she is not the patient's primary nurse. Per the nurse, the patient swapped his device due to having low ultrafiltrations. The nurse stated that a new device was received and the patient continued therapy. Product surveillance contacted the patient's primary nurse on (B)(6) 2010. According to the nurse the patient is occasionally having issues with draining, however, the nurse stated that it may be a positional issue or catheter related. The patient's doctor advised him to perform therapy using manual supplies for a week and then resume on the cycler. There was no patient injury or medical intervention associated with this event.